Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user would like to return the device due to a hypoglycemic episode reaching a low of 39 mg/dl blood glucose (bg). The user has had additional training and feels the device is not for them. The user stated they tend to stay above 200 mg/dl for a while which results in stacking insulin and a low bg. The user denied additional training and would like to revert to previous method. The user was able to correct with apple juice. During the episode, the user experienced sweating and they were out of range for less than 90 minutes. There was no further intervention required.